Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was explanted and replaced on (B)(6) 2018 and the patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.